Event description:
Livanova deutschland received a report of intermittent functioning of venous clamp during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue: no deviations were detected and the device was found to be working within specifications. The device was cleaned and disinfected, then firmware upgrade, cleaning of the non volatile memory (nvmem) and mechanical re-calibration of the clamp were performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The analysis of the complaints database did not reveal further issues related to this clamp, which was manufactured in 2008. Based on the information collected and that the unit was found properly working by the authorized livanova technician, it cannot be ruled out that either use condition at the customer site (e.g. Evo clamp not properly connected to its control panel, wrong tube material used) or false contacts/ bad/loose connections leading to an intermittent failure and restored with standard contacts cleaning during service activity could have led to the reported event.

Event description:
See initial report.